Manufacturer narrative:
The device will not be returned for evaluation.

Event description:
It was reported that the naviagation system froze during a surgical procedure conducted at the user facility. The case was completed successfully using navigation after a clinically insignificant delay. No patient involvement, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed through a review of the system log files. It was also noted that the removal of the ethernet cable while livecam functions are enable can cause the reported event.

Event description:
It was reported that the navigation system froze during a surgical procedure conducted at the user facility. The case was completed successfully using navigation after a clinically insignificant delay. No patient involvement, no medical intervention and no adverse consequences were reported with this event.